Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on may 8, 2009, that a stonetome stone removal device was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, during the procedure the device was bowed with the cautery attached and the generator set at 200 watts, level 4. When the pedal was pressed to make the cut, the cut wire broke. The procedure was completed with an autotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.